Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: the returned sample was inspected and was determined to be visually conforming. The lot number was identified. Manufacturing records were reviewed and the reported lot number did not contain a trocar product. Attempts to obtain additional information regarding the complaint have been unsuccessful. As the correct lot number could not be identified with this complaint, lot history review could not be conducted. Because the returned sample was determined to be conforming and no lot information is available, the root cause for the customer complaint issue cannot be determined. The returned product was a non-valved trocar and requires a plug to prevent the escape of fluid. A plug was not returned and it was unknown if a plug was used.

Event description:
A pharmacist reported that during a surgery for retinal detachment, the trocar was not hermetic. When removing the instrument of the trocar some internal eye fluid came out of the eye which induced a decrease in intraocular pressure. Immediate action taken was to put back into the trocar an instrument to avoid liquid leak and a suture was performed after trocar removal. Additional information has been requested but not received to date.